Event description:
The device would not detect the pt cable.

Manufacturer narrative:
Eval of the device revealed that the failure was caused by the action of an internal fuse which tripped to protect the integrated circuit board from electric surges.